Manufacturer narrative:
Combination product: yes only the stent was returned and subjected to a technical investigation. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is not deformed at all and was returned still on the transportation wire under the protector. The delivery balloon was not returned for analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to visually check the stent prior to insertion and not to use if any defects are noted.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion (75 percent stenosis degree) in the lad. The orsiro was inserted into patient. After inflation, ivus confirmation was done and it was noticed that the stent was not deployed. The stent was found attached with the stent protector. Another stent was used for the intervention.